Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the "settings not available" message when using program b. An impedance check revealed that contact 11 was greater than 40,000 ohms. The patient reported helping their wife with laundry and while reaching into the dryer they became stuck and then felt a pop in their back when trying to get out. The issues with program b began happening after that. The representative was able to reprogram around contact 11 and recapture the patient's pain area. No further complications reported.